Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that medications due within the next hour did not populate on the patient's "due now" screen. The technical support specialist (tss) contacted customer and confirmed the issue affected two devices. Upon reviewing the medication ID and orderid examples provided, it was identified that the repeat pattern code ¿bid 0500,1700¿ was causing the problem. The tss applied knowledge article "orders not showing on due now screen - freetext/custom frequency code" to resolve the issue. The customer confirmed that the repeat pattern code was no longer in use and tss informed that the setting changes could be retained or removed as needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server due medication were missing from screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server due medication were missing from screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.